Event description:
Proctectomy procedure. Cs33 dlu was closed for firing range, but would not get into range. During attaching and reattaching of the dlu, a hole developed in the rectal stump. The hole and the anastomosis were closed by hand. Pt was diverted via colostomy.

Manufacturer narrative:
(See add'l pages).